Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the power supply. The power supply had evidence of thermal damage. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a loss of ac (alternate current) error message. The ventilator was not in use on a patient at the time the event occurred.